Manufacturer narrative:
Gtin/UDI number for item mx9166, lot 16126169 is (B)(4). The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The customer¿s report of a leaking filter on an extension set was confirmed and replicated. Initial visual inspection did not reveal any damage or abnormalities. Functional testing was performed and a slow fluid leak was observed to be coming from the outlet filter vent. Microscopic examination did not reveal the exact source of the leak on the filter membrane itself, nor any cracks or discernible defects on the filter housing. The root cause of the leak was not determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that tpn was infusing at a low rate(rate not specified by customer) when the user noted the filter was leaking after 3 hours. There was no report of patient harm.